Event description:
It was reported that the arctic sun device was having low flow issues. A check of the diagnostics showed that in bypass, the circulation pump command could not maintain inlet pressure. They stated that would order and replace the circulation pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. A check of the diagnostics showed that in bypass, the circulation pump command could not maintain inlet pressure. They stated that would order and replace the circulation pump onsite. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was having low flow issues. A check of the diagnostics showed that in bypass, the circulation pump command could not maintain inlet pressure. They stated that would order and replace the circulation pump onsite.